Event description:
Per the clinic, the patient experienced loss of sound with the device and vertigo subsequent to sustaining a head trauma. The patient also experienced headache which was treated with oral steroids on (B)(6) 2025 for 7 days. The implanted device remains.